Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The physical device evaluation found additional reportable malfunctions of the endoscope due to foreign material. The air and water cylinder, jet channel, and air and water tube had foreign objects. Additional issues were identified during the device evaluation: due to deformation of the right, left, up, and down knobs, water tightness was lost; due to damage to the angle shaft, the right and left knobs did not move smoothly; the grip was shaved; the air/water cylinder and suction cylinder had no color; switch box was scratched; the software flexible circuit board had corrosion due to water leakage; due to a crack on the plug unit, water tightness was lost; the scope connector cover and the scope case unit were dirty due to water leakage; the cable unit had corrosion due to water leakage; the circuit board unit in the scope connector had corrosion due to water leakage; the image guide protector was damaged; the light guide lens was cracked; the adhesive on the bending section cover had a crack; the connecting tube was cut; and the universal cord was scratched. A third-party hygiene microbiological investigation (hmi) inspection was performed on june 30, 2023, and the device tested positive from the sample solution auxiliary water channel for greater than 20 colony-forming units (cfu) for sphingomonas species. The device was retested again on july 7, 2023, and tested positive in the sample solution auxiliary water channel for 5 colony-forming units (cfu) of sphingomonas paucimobilis and the sample solution air/water channel for 2 colony-forming units (cfu) of paucimobilis. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that, during reprocessing, the evis exera iii colonovideoscope had been found contaminated but has been cleaned and disinfected. Also, the two joints around the distal end were frayed. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Corrected: d8 was inadvertently left out of the first supplemental report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user culture results and the cleaning disinfection and sterilization checklist were not shared, despite multiple requests. Growth of microorganisms were reported through culture testing by the user after reprocessing. Olympus repaired the device and re-culture tested on (B)(6) 2023 in accordance with the instructions for use (IFU) , where the results were 1 cfu of staphylococcus epidermidis, which is in conformance with the country regulation. Based on the results of the investigation, a root cause for the positive culture could not be determined. However, it is likely that the device was incorrectly reprocessed as foreign material remained in the device. Additionally, the foreign material observed in the air/water cylinder and auxiliary channel could not be identified. There was no device deformation observed that might contribute to the retention of foreign material and no additional facility device reprocessing information was made available to olympus. The root cause of the foreign material remaining could not be determined. However, the issue was likely the result of insufficient cleaning/reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Additional information has been requested with the user facility and is currently being performed; however, this information has not been received to date. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that, during reprocessing, on (B)(6) 2023, the evis exera iii colonovideoscope tested positive for 20 colony-forming units (cfu) for sphingomonas species. The device was retested again on (B)(6) 2023, and tested positive for 2 colony-forming units (cfu) from the air/water channel and positive for 5 colony-forming units (cfu) from the auxiliary water channel for sphingomonas paucimobills. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Subsequently, the scope was found to be contaminated but has been cleaned and disinfected. Also, two joints around the distal end of the device were found to be frayed.